Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced inappropriate shock when in super ventricular tachycardia. The patient is to be sent home without recommended programming changes and continue to be monitored.